Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated with a 2.00x8.00 nc balloon catheter, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to track the lesion due to significant resistance. The lesion was pre-dilated again with a 2.50x8.00 nc balloon but still it failed to cross the lesion and the stent found damage. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. After the lesion was pre-dilated with a 2.00x8.00 nc balloon catheter, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to track the lesion due to significant resistance. The lesion was pre-dilated again with a 2.50x8.00 nc balloon but still it failed to cross the lesion and the stent found damage. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.